Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 550 mg/dl at its highest). Ketone level was trace. Contact alleged cause of elevated bg was due to insulin "going bad after 2 days". Pump supplies were changed twice. Contact reported to have used humalog in the cartridge for more than 2 days. Manual injections were administered and boluses via pump were delivered to address bg.